Manufacturer narrative:
One device was received for evaluation. The evaluation has not been completed. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the tip of the catheter broke off inside the patient's leg while they were trying to cross a lesion. The tip was able to be retrieved with no additional injuries or delays.

Manufacturer narrative:
One device was returned for evaluation. Visual and microscopic inspection of the device identified that the catheter tip was stretched and separated from the body of the catheter. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.